Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient 'couldn't see as well as anticipated". The iol was exchanged for a different lens model and a half a diopter in power. Additional information was provided by the nurse, who reported that the outcome of the event resolved with treatment. According to the nurse, in the surgeon's opinion a wrong power lens contributed to the event.